Manufacturer narrative:
Manufacturer narrative updated: the broken slap hammer adaptor or threaded stem extractor in this incident was likely the result of either applying a bending moment during use or use of excessive force to remove a well-fixed femoral stem.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, there is a portion of a broken stem extractor instrument in the returned femoral stem (explanted femoral stem reported under 1038671-2023-00554). No other information available.